Event description:
It was reported to philips that the device experienced self-test failed for ECG. There was no report of patient involvement.

Manufacturer narrative:
It was reported to philips that the device experienced self-test failed for ECG. There was reportedly no patient involvement. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the printer caused by the incorrect brand of printing paper used, the fse advised a brand of printing paper that needs to be used, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.